Event description:
Hill-rom rec'd a report that alleged the pt saw a flame when she unplugged the device. Visual inspection of the unit revealed no abnormal external damage aside from a small amount of soot evident at the top of the iec plug. Root cause of the failure was identified as an internal fault within the corcom iec power inlet filter.